Manufacturer narrative:
The field service engineer determined that washing was not sufficient and actions were taken to correct the fill volume of the cuvettes. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with mg2 magnesium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a magnesium value of 3 mg/dl and repeated as 1.9 mg/dl. The magnesium reagent lot number was 49291901. The reagent expiration date was requested, but not provided.